Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Bg cause was not known. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 49-53 mg/dl were recorded by continuous glucose monitor (cgm) from 12:38:04 to 1:03:04 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 12:33:04 am. On (B)(6) 2020, at 6:13:03 pm, 6:47:38 pm, 7:55:16 pm, and 8:23:27 pm, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.